Event description:
Spii trial neck 131-521/26 is broken, the metal ball came loose. The trial neck is broken, but later they also informed that the ball was visual in the x-rays of the pt. The ball is in the acetabulum, but after discussions between the operating doctor (B)(6), the doctors opinion was that a revision surgery is not necessary at the moment.

Manufacturer narrative:
The complaint sample has been already requested and is on the way to waldemar link hamburg. This event occurred outside of the us and involves a prod that was mfg outside of the us. However, because the affected prod is also marketed in the us, waldemar link gmbh and co kg is submitting this MDR to ensure full compliance with 21 cfr part 803. (B)(4).